Event description:
It was reported that in 2003, a dissection occurred during stent implantation in the distal lad and it was treated with another 3.5x8 mm zeta. The following month the pt returned to the hospital suffering from recurring angina. Thrombus (sat) was noted at the distal lad during an angiogram and angioplasty was performed to treat the thrombus. Reportedly, the procedure was successful.